Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Caller reports the pt said the scs is not working, she cannot "program it" using the programmer. Caller reports the pt said the device (caller unsure if pt was referring to the scs or the programmer) has not worked since three (3) months post-implant. Caller had no additional detail to provide wa snot with pt at time of call. No patient symptoms reported. Patient reported that on (B)(6), 2019 they were taken to the hospital due to having had a stroke. The patient reported that people working on her at the hospital decided to use a magnet on their stimulator rather than having their husband get their controller from the house. Patient stated it then caused their stimulator to not want to charge properly or completely and then it quit wanting to charge at all. Patient stated having more and more pain and more often so they called rep and they were instructed to jump start the ins. Patient stated it was successful.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.